Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an off no power alarm without a low battery alarm. The customer's blood glucose level was 115 mg/dl. The customer reported that the battery cap was not loose, cracked or damaged. The customer reported that this was not the second occurrence of off no power in less than 24 hours after low battery warning. The insulin pump will not be returned for analysis.